Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet and underwent a revision surgery on (B)(6) 2015, to replace the internal magnet. The implant remained in situ at all times.

Manufacturer narrative:
(B)(4). Implanted device remains.